Event description:
Doctor reported that the implant is poorly attached to the inner vial and fell to the ground. The event occured during unpackaging, no patient impact.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age at time of the event unknown / not provided. Patient gender unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k011028 and k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage however no damage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event.pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects'. DHR review: DHR review was completed for the subject lot number (1243548). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1243548) for similar event and no other complaint was identified. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.